Manufacturer narrative:
H6 correction: health effect - clinical code should be 2388 - inadequate pain relief rather than 4561 - implant pain. H6 correction: health effect - impact code should be 4610 - inadequate/inappropriate treatment or diagnostic exposure rather than 4613 - minor injury/ illness / impairment based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following recent weight loss, the patient's ipg was moving around within the pocket. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the physician created a new pocket to push the ipg slightly deeper in the original ipg incision to address the issue. Therapy was restored post procedure.